Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came back to the emergency department because their foley fell out. They had pictures of the catheter it looked as though the balloon just burst. They also had pictures the packaging and lot number in the form. They sent them a task. Unexpected medical intervention.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 foley catheter. Verified material number 0168si16 and manufacturing lot number ngkr0948. Visual inspection noted no obvious observations. The catheter was filled with 10ml of methylene blue solution (3 drops 1 percent methylene blue per 100ml distilled water) using in house syringe. The concentricity of the balloon was within specification. The balloon was able to passively deflate in 0min 16 seconds. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came back to the emergency department because their foley fell out. They had pictures of the catheter it looked as though the balloon just burst. They also had pictures the packaging and lot number in the form. They sent them a task. Unexpected medical intervention.